Event description:
It was reported that a large black hair was seen within the packaging of a solution administration set. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in may 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed which noted a hair inside the packaging. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.